Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to leads erosion and infection. Reportedly, the ICD was implanted sub-muscularly, but the other products were more superficial. The pectoral muscle got larger and pushing the lead out of the skin then the patient developed some sort of pimple or keloid or skin lesion which resulted to an erosion. Furthermore, the implanted products and suture sleeve were exposed on the outside of the skin leading the electrophysiology (ep) team to use laser and snare the implanted products to be removed during explant. No additional adverse patient effects were reported. This ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to leads erosion and infection. Reportedly, the ICD was implanted sub-muscularly, but the other products were more superficial. The pectoral muscle got larger and pushing the lead out of the skin then the patient developed some sort of pimple or keloid or skin lesion which resulted to an erosion. Furthermore, the implanted products and suture sleeve were exposed on the outside of the skin leading the electrophysiology (ep) team to use laser and snare the implanted products to be removed during explant. No additional adverse patient effects were reported. This ICD was explanted.